Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient's device was implanted it was never tested and they were unable to turn it on. The patient also mentioned they had big back problems and needed to have an MRI. No further complications were reported as a result of this event.